Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device and duplicated the reported phenomenon. Also, it was found that the image of the subject device was not displayed and it might have occurred due to the ccd unit failure of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the user handling. It was presumed that the ccd unit of the subject device broke down due to an impact such as the user dropping the subject device then the image of the subject device was not displayed which might have make the error, e311 occurrence. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error, e311 which indicates the white balance has not been set was displayed on the monitor and the endoscopic image was not displayed during the cystoscopy procedure. The intended procedure was completed with the subject device and there was no extension on the procedure. The occurrence date of the event is unknown. There was no patient injury associated with this report.